Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced occlusion event as patient forget to remove air from cartridge before filling with insulin on (B)(6) 2026 which leads to high blood glucose levels and was treated by correction bolus via pump. The patient resolved issue by changing soft cannula infusion set only and resumed insulin. No further information available.